Manufacturer narrative:
(B)(6). The device was received for evaluation. During functional testing, the reported problem "failed downstream (distal) occlusion sensor test, values are: 24.58 psi & 25.28 psi" was not reproduced. Evaluation sent the device for downstream occlusion testing with passing results. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed downstream (distal) occlusion sensor test with values of 24.58 psi & 25.28 psi (pounds per square inch) during testing. There was no patient involvement. No additional information is available.